Event description:
The customer reported that the system had a filament regulator failure error during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.